Event description:
A pt reports undergoing cataract surgery with bilateral implantation of the crystalens. The right eye was implanted in '08 and the left eye was implanted about 14 days later. Postoperatively, he reports an improvement in near vision, but a decrease in uncorrected intermediate and distance vision. The pt also reports experiencing diplopia and night driving difficulties from oncoming headlights. The pt's physician has recommended lasik surgery as a resolution. Add'l info has been requested from the pt.